Event description:
In 2002, the pt called to request a replacement meter because of an allegedly elevated result on their one touch profile with symptoms of low blood glucose followed with treatment by emt for low blood glucose.appeared to be upset, refused to answer many questions, and did not have the product with them. The rep offered to replace their meter and contact the pt on another day. Between 3/2002 and 4/2002 addt'l data was obtained. The 14 day average in meter was 8.7mmo/l. Because the pt's blood glucose was 10.8mmol/at the time of the symptoms around 11pm, pt's spouse decided not to inject glucagon. Because pt was not improving, spouse called emt who where the first to treat pt with "glucagon and IV fluids". Their result (unk meter) was 1.6. Tests were approx thirty mins apart. They transported the pt to the hospital where they were not treated. Pt was kept overnight for observation with close monitoring of their blood glucose. At the ER the pt's meter results was "8 something"and the ER's meter "6 something". Sample and fasting or fed state unk. When pt returned home the next morning, pt's results throughout the day beginning at 9:16am ranged from 18,09mmol to 13.1 th clock in the meter's memory was an hour ahead. The times documented reflect the correct times. No further info has been reported.